Manufacturer narrative:
Immucor technical support could not use a remote electronic connection method to assess the instrument test well images in question because the customer did not provide access. The customer did not desire to provide access, but only called immucor to report the event for documentation purposes. No customer site access given.

Event description:
On (B)(6)2017, a customer reported an unexpected rh (d) blood type antigen mistype, when tested on a galileo neo.